Manufacturer narrative:
(B)(4). Concomitant medical products: item # ep-105994 ep-105994 lot # 718210, item # 51-106100 tprlc 133 mp type1 pps so lot # 3430141, item # 650-0660 delta ceramic fem hd lot # 2015060755, item# 14-103656 liner lot code: 619240. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 03270, 0001825034 - 2019 - 03269, 0001825034 - 2019 - 03271, 0001825034 - 2019 - 03349. Not returned to manufacturer.

Event description:
It was reported that a patient had a total hip arthroplasty (tha). Subsequently, the patient developed a deep infection less than one year post op. Additional information was requested however, none is available.

Manufacturer narrative:
Upon reassessment of the reported event, this report should be voided as it was determined to be a duplicate.

Event description:
Upon reassessment of the reported event, this report should be voided as it was determined to be a duplicate.